Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager's door would not open, the diagnostic tool showed the door open when closed. A field service engineer replaced the latch micro switches and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, fridge was not opening, rebooted attempts did not resolve the issue. The customer stated that the malfunction did not occur during active procedure, but there was a delay in dispensing medication due to this malfunction. However, there was no patient harm reported. There were no adverse events or injuries reported based on this event.